Event description:
It was reported the pt had never charged her ipg and left it on until the battery was depleted. The ipg would not communicate with a programmer or a charger. The pt's ipg was replaced on (B)(6) 2011. The pt regained stimulation postoperative.

Manufacturer narrative:
Eval: results - the complaint was confirmed. The ipg was non-responsive. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.